Manufacturer narrative:
Visual inspection confirms that the arm component has fractured. The distal fractured piece was returned for investigation. The arm of the inserter is a subcomponent which features an ipsilateral prong that attaches to the interbody spacer for insertion. This type of damage occurs when force is applied during impaction/insertion of the interbody spacer causing the arm to detach from the shaft. Review of device history records showed not manufacturing or processing related irregularities that would cause of contribute to this failure mode. Labeling review: warnings/cautions/precautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudoarthrosis (i.e. Non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components.

Event description:
The distal arm component of the inserter is broken.